Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the transcatheter bioprosthetic valve dislodged in the ascending aorta due to valve canting upon full release during a transcatheter heart valve procedure. A second valve was introduced and implanted successfully. Additional information was received that a pre-implant balloon dilation was not performed as the patient's anatomy had mild calcification. A non-medtronic (safari) guidewire was used during the procedure. The deployment starting point was near the bottom of the pigtail catheter. The direction of dislodgement was aortic. Prior to valve dislodgement, the implant depth was 6 mm on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). After the valve dislodgement, the implant depth was +2 mm on the ncc and 3 mm on the lcc.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the transcatheter bioprosthetic valve dislodged in the ascending aorta due to valve canting upon full release during a transcatheter heart valve procedure. A second valve was introduced and implanted successfully.